Event description:
(B)(4). I had a uterine ablation and the doctor required essure coils inserted in (B)(6) 2011. Had the follow up test to confirm 100% blockage. Found out on (B)(6) 2017 that I am (B)(6)pregnant. Ultrasound found the left coil still in place, but the right one is missing. Since the coils were put in I have experienced painful intercourse, no libido, uterine cysts, spotting after intercourse. But the most concerning is of course the pregnancy and now missing coil.